Manufacturer narrative:
Correction : updating type of report from product problem to serious injury. This report is based on information provided by philips, service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that a patient required the use of a ventilator to maintain breathing. At 0400, it was noted that the patient's oxygen saturation was fluctuating around 70%. The patient then complained of chest tightness and shortness of breath. The ventilator alarm indicated no oxygen supply, although inspection of the oxygen showed normal supply. The on-call doctor was immediately notified, and the patient was switched to a nasal cannula at 4l/min. The patient's spo2 then rose to about 93% and the chest tightness and shortness of breath were relieved. Per good faith effort (gfe) response, it was confirmed that serial number of the unit could not be confirmed. The reported issue involved a ventilator alarm indicating no oxygen supply, which was determined to be caused by a loose oxygen pipeline interface. No diagnostic codes were displayed on the unit, and a diagnostic report (drpt) was not provided. Patient-related details, including oxygen levels prior to the reported drop, duration of device use, medical diagnosis, device configuration, alarm specifics, and demographic information, were not available. The device was swapped out for another ventilator; however, it is unknown whether the event interrupted or delayed therapy. Troubleshooting and corrective action were performed by the hospital¿s equipment department, which involved disconnecting and reconnecting the oxygen pipeline interface, after which the ventilator resumed normal operation. No parts or components were replaced, no injuries were reported, the device successfully passed performance specification testing, and the ventilator has been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Root cause: loose oxygen pipeline interface.

Event description:
Philips received a complaint by the customer on the v60 indicating that a patient required the use of a ventilator to maintain breathing. At 0400, it was noted that the patient's oxygen saturation was fluctuating around 70%. The patient then complained of chest tightness and shortness of breath. The ventilator alarm indicated no oxygen supply, although inspection of the oxygen showed normal supply. The on-call doctor was immediately notified, and the patient was switched to a nasal cannula at 4l/min. The patient's spo2 then rose to about 93% and the chest tightness and shortness of breath were relieved. Per good faith effort (gfe) response, it was confirmed that serial number of the unit could not be confirmed. The reported issue involved a ventilator alarm indicating no oxygen supply, which was determined to be caused by a loose oxygen pipeline interface. No diagnostic codes were displayed on the unit, and a diagnostic report (drpt) was not provided. Patient-related details, including oxygen levels prior to the reported drop, duration of device use, medical diagnosis, device configuration, alarm specifics, and demographic information, were not available. The device was swapped out for another ventilator; however, it is unknown whether the event interrupted or delayed therapy. Troubleshooting and corrective action were performed by the hospital¿s equipment department, which involved disconnecting and reconnecting the oxygen pipeline interface, after which the ventilator resumed normal operation. No parts or components were replaced, no injuries were reported, the device successfully passed performance specification testing, and the ventilator has been returned to service. Based on the information provided and service performed, it was confirmed that the unit did not meet product specifications at the time of the event. It was determined that the loose oxygen pipeline interface was the cause of the reported issue. No causal relationship of the device to the patient outcome has been found, however contribution of the device cannot currently be confirmed, nor refuted, based on the evidence present. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.